Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump battery lasted only for four days, customer observed scratches on the insulin pump screen which lead to hard to read the numbers, received insulin flow block alarm. It was also reported that the customer experienced no communication between transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, mmt-7040a, mmt-7841zn, mmt-386a. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-386a.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. Customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert-fault 104 in pump history records. No unexpected insulin flow blocked alarms or communication anomaly noted during testing. Confirmed pump alarmed insulin flow blocked alarm during normal bolus six times on 02/01/2025 between 22:00:41.000 to 22:10:04.000 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked keypad overlay, corroded battery tube. No unexpected insulin flow blocked alarms or communication anomaly noted during test and customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert-fault 104 in pump history records. Cosmetic damage at lcd window not confirmed. However, cosmetic damage at battery compartment was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.